Event description:
Additional information: it was reported the patient experienced ¿withdrawal for a whole month and his pump was not working.¿

Event description:
It was reported that the patient experienced return of symptoms. The patient experienced spasticity, return of tone and was non-responsive to therapy. The health care provider (hcp) had increased dosing and had given a therapeutic bolus both with no response. Csf could not be pulled back from the cap so a catheter revision was done on (B)(6) 2012. The hcp cut the spinal segment and csf was flowing back through catheter so they knew that it was patent. At pocket site, catheter appeared to be tightly wound but when they unwound it, csf was flowing back through it, as well. A portion of the catheter was also curled above the pump. An x-ray was done and surgical exploration of the catheter was inconclusive with no kinks or cuts found in catheter. The pump was replaced although they were unsure if that was truly the issue. When the pump was explanted, a single bolus was performed and the pump appeared to be flowing. It was unknown if the tightness of the pocket could cause the catheter to kink or scar tissue to form. It was noted that there was no patient injury and the patient was doing well. The pump delivered lioresal.

Event description:
A family member of the patient indicated that "all of (B)(6)" the patient shook and did not sleep. On (B)(6) 2012, a physician placed a needle into the port and "no baclofen came out". Telemetry was performed and the pump was registering, "but baclofen was not getting to him".

Event description:
It was reported, the patient experienced a change in therapy effect. The patient had withdrawal symptoms described as patient's legs "shaking real bad" for a month in (B)(6) 2012 and was still tight on and off but was better than prior to having the first pump implanted. Caller stated with the first pump implant, the patient had a csf leak and headaches where he had to lay on his back for one week but did not have to wear an elastic band and the headaches went away. On (B)(6) 2012, a needle was placed in the pump reservoir but they were unable to aspirate anything. There was no drug. The patient was put on oral baclofen. Caller stated, the patient had gas issues while in the hospital. It was believed it was the pump causing the issues so it was replaced (B)(6) 2012 but now they thought it wasn't the pump. Caller stated at the most recent pump replacement, the patient was "out" for 14 hours post implant which they thought was due to the anesthesia but then turned the pump way down and the patient's symptoms improved. There was a lump on the patient's back where the catheter was inserted that was 6 by 6 cm in (B)(6) 2012 after the pump replacement to 8 by 9cm now. The patient has had an elastic band on that area since (B)(6) 2012. The patient had an appointment on (B)(6) 2012 to determine the next steps and possibly surgery to address the issue. Caller stated the physician did not want to aspirate the lump via a needle because of the increased risk of infection for the patient. Patient's hips that were protruding from his body had not gotten any worse either per caller. The patient was "alright now".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump was implanted in 2011 and never worked since implant. The patient had a spinal leak since the implant of the pump. The pump "worked a little bit" but "quit working" within 1 year. It was clarified the pump was functioning but therapy was not working for the patient. There was one period that 1 milliliter (ml) was gone from the pump in a 1 year period. The doctor went to refill and all the medication was still all in the pump. On (B)(6) the doctor discovered no baclofen was going to the catheter and all the drug was still in the pump. The health care providers (hcp) thought it could have been a kink in the catheter and the pump was working. On (B)(6) 2014 the doctors put in a blood patch for spinal leak.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unknown. (B)(4) - analysis of the pump revealed no anomaly found.

Manufacturer narrative:
(B)(4).